Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal device change out procedure, electrocautery was used and the pulse generator exhibited loss of output. An external pacing was used to complete the procedure. The patient was in stable condition throughout event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.